Manufacturer narrative:
Two samples were received for evaluation. Device underwent functional testing; a syringe was used to infuse water into the cassette bag. A leak was detected at the bonding between the luer and the tube in both samples, confirming the reported customer complaint. The problem source has been determined to be manufacturing. Additionally, three photos were received. No evidence of damage that could create the failure mode reported.

Event description:
Information was received that use of this smiths medical cadd cassette reservoirs, the customer noticed medical fluid leaking from the base part of the connector. No patient injury reported.